Event description:
It was reported there was erosion. They were planning to move the pump from the patient's left side to the right side. Caller stated there may be erosion at the current pump site. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).